Event description:
Same case as MFR #: 2134265-2013-00933. It was reported that during a percutaneous coronary intervention, the catheter became stuck on the guide wire. The target lesion details are unknown. An .035 amplatz super stiff guide wire was placed inside the patient. Multiple balloons were used during the procedure. Inflation was performed with the 4.0 x 40 mm gladiator balloon catheter. During removal of the gladiator, once outside of the sheath and the patient, the distal end of the catheter became stuck on the proximal/mid portion of the amplatz guide wire. The physician used a scalpel to shave off the balloon portion and then removed the rest of the device and continued to use the wire. The procedure was completed with another gladiator balloon. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).